Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopy, when the nurse attempted to connect inner obturator and outer sleeve of the device, the head of inner obturator came off, where it seems the connection part disengaged and in a condition of breakup. The device was not used in the patient and a new device was used.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the obturator top was disengaged from the shaft. The spring grip and threaded anchor appeared intact. The trocar, cannula, envelope seal and circular seal appeared intact. A functional evaluation found that the device passed an air leak test. The envelope seal passes however the instrument seal leaks during manual manipulation using an endo peanut. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged obturator top may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopy, when the nurse attempted to connect inner obturator and outer sleeve of the device, the head of inner obturator came off, where it seems the connection part disengaged and in a condition of breakup. The device was not used in the patient and a new device was used. There was no patient harm.